Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp cylinders and pump underwent a thorough analysis. The components were microscopically examined, and leak tested; and the pump was also functionally tested. No anomalies were found with the pump. Microscopic examination of the cylinders revealed that one of them had fatigued torn and was worn at told in the proximal end middle, and distal end. Leak testing identified a leak in the same cylinder, which was caused by wear in the middle of the cylinder. Based on the information available and analysis results, the wear and leak identified in one of the cylinder could have caused or contributed to the reported clinical observation of fluid leak and mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.